Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 11/27/2018 device returned to manufacturer:yes. Device evaluation: a visual inspection was performed on returned device and revealed that the phaco tip was clogged. The material was extracted from the phaco tip and appears to be consistent with that of the silicone protector tube. The reported occlusion issue is confirmed. Probable cause may be associated with the clear silicone is possibly the material from protective tubing that came with the device as to protect the phaco tip during transportation. Operational problem has been identified as the failure mode. Historical record review was performed. Based on the historical record reviews, all devices met material, assembly and performance specifications at the time of product released. The supplier conducts a 100% visual inspection of the final device and components as part of the acceptance process. Therefore, the possibility of this failure happened during manufacturing is low. Johnson and johnson surgical will continue monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the tip became occluded/blocked using a brand new opor3020l- laminar flow phaco tip. The tip was replaced. The procedure was completed without any problems. No patient injury was reported.